Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency vascular treatment that was completed using another system. However, no harm or injury occurred due to the reported problem. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed main voltage (house voltage) problems and the customer fixed the voltage issue. But the system starts up and shuts down by itself. Upon troubleshooting, fse disconnected the uninterrupted power supply (ups) and replaced the fuse in the power supply. After that, the system can be switched on, but the ups remains out of operation. Fse confirmed that the ups was defective and replaced it. The device was returned for analysis, and upon visual check, the mode of failure was found to be a defective controller and battery. It was also observed that the components were burned. After the replacement of the ups, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that after a power outage the system could not be switched on. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that a fuse was blown. The fse replaced the blown fuse, and the device was returned to expected functionality.